Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a semi-acute type-b aortic dissection (debakey type iii-b) using two conformable gore® tag® thoracic endoprostheses. The patient tolerated the procedure without endoleaks present. On (B)(6) 2016, in a follow-up study, a retrograde type a aortic dissection was revealed. On the same day, the patient underwent an emergent procedure to repair the retrograde aortic dissection. The existing endoprostheses were all removed, and the thoracic aorta was replaced using a surgical graft. The patient tolerated the procedure. It was reported that as the proximal endoprosthesis was selected to match the aortic diameter at the proximal end of the deployment area, it would be a bit over-sized to the aortic diameter at the dissecting region. This may have caused the retrograde aortic dissection.